Event description:
It was reported that the lead exhibited noise and an insulation anomaly. The lead was capped and replaced. There were no complications from the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.